Event description:
It was reported that a cam02 had no sound during a procedure. The following information was provided; the patient's age, gender and underlying medical condition are unknown to the reporter. It was unknown whether the patient was anesthetized when the issue occurred. The procedure was not delayed because of this issue. The patient did not incur an injury because of the issue. Another monitor was used to complete the procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for an evaluation. An investigation has been initiated based on the reported information.